Manufacturer narrative:
Facility address shortened from (B)(6). The device was returned to regional service center (rsc) for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the insertion part. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of the insertion part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope presented green image occasionally. The issue occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.